Event description:
It was reported by a customer that on (B)(6) 2011 the fiber was damaged at the tip at 22,451 joules. Add'l info reported by the customer was there were no observations leading up to the event. There were no error codes on the console when the event occurred. The event did not cause any issues with the pt. The user did not experience any injuries from use of the system.